Event description:
This is a newborn with congenital heart defect; transposition of great arteries. During an arterial switch operation under cardiac bypass, two aortic cannulas were felt to be defective. 2 cannulas used during one procedure. In both cases, the perfusionist had problem with perfusion pressure in the aortic line. When the cannulas were removed, it was noted that in both cases, the tips had become unraveled from the cannulas and were only held in place by the reinforced wire. There was no adverse patient outcome. The baby was removed from bypass after the second cannula attempt. These are the second and third events of this cannula and this particular lot.